Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited use of high-energy hand instruments without ensuring sufficient distance from the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "plastic distal end cover burnt" malfunctions would likely be related to use of high frequency cauterization accessories and/or laser cauterization accessories and one of the following misuses may have occurred during use: ·when using high frequency accessories: - a. Distal end of the device was contacted with mucosa. - b. The accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible. - c. The accessories were energized without their electrodes contacted with tissue. ·when using laser cauterization accessories: tip of laser probe was not pointed out far enough from tip of the device until it was visible in endoscopic image during laser cauterization treatment. The event can be prevented by following the instructions for use which state: - IFU warns on performing high frequency cauterization by stating the following. -operation manual chapter 4.3using endotherapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. - IFU warns on performing laser cauterization by stating the following. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Olympus will continue to monitor field performance for this device.